Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred during the load process. During troubleshooting with tandem technical support, the malfunction alarm was cleared to resolve the issue. Subsequently, it was reported that a cartridge change error occurred during the load process. Reportedly, customer loaded a new cartridge to resolve the issue and insulin delivery was resumed. Customer's blood glucose level was 422 mg/dl.